Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was a manufacturing issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the actual sample was conducted and issues were found to confirm the reported condition during the evaluation. Visual inspection performed with the following issues noted: defective tack weld. Leak testing performed with the following issues noted: defective tack weld. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted.

Event description:
During the sample evaluation for a reported damaged cassette, a leak was found on the cassette with a defective tack weld.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.